Event description:
On (B)(6) 2010, the user's daughter reported that as her father sat on the bench, one of the legs broke and he fell to the floor. She was unable to pick him up and had to call paramedics to help him up off the floor. She stated that he hit his head and hurt his back. No medical treatment has been reported. On (B)(6), she stated that her father's back was sore and that she might take him to the doctor. She has provided pictures of the broken bench but refused to return the device because, she might need it for legal purposes.